Event description:
It was reported that the catheter balloon deflated on its own when the patient was standing up after two days. It was also stated that the event occurred in two 12 ch probes and one 14 ch probe. Per additional information received via email from the ibc on (B)(6) 2021 it was stated that the patient was an elderly person and the leakage was very uncomfortable.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the balloon was not completely sealed to the shaft. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient this is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient." Correction: f h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter deflated on its own.